Event description:
The pt, undergoing 5-fu adnamycin and cytoxan chemotherapy on an outpatient basis had already received 5 cycles when they developed a fracture in catheter. The pt was admitted for a special procedure to remove the catheter piece with placement of a temporary peripherally inserted central catheter line for continuation of chemotherapy. Unknown where/when initial hickman catheter was instituted.